Manufacturer narrative:
Consumer was leaning against the heating pad which is in violation of the instructions and warnings provided with the product. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching / folding / crushing). A prepaid label was sent to the consumer for return of the product.

Event description:
Consumer alleges she was using a heating pad between her lower back and a pillow when she noticed it became very hot. She pulled the heating pad from her back and found it had burned on both sides and damaged her pillow, pillowcase, pjs and she had a small burn on her back. She did not seek medical attention.